Event description:
It was reported that during the procedure in the left circumflex artery (lcx), for treatment of a long lesion, pre-dilatation was performed using a non-abbott device. A 2.75x38 xience prime stent system was advanced, but could not cross the lesion. Dilatation was performed again and another attempt was made to advance the xience prime stent system; however, the stent system could not cross the lesion. The device was removed from the anatomy and dilatation was performed. A 3.0x18 xience v stent was advanced and successfully deployed in the proximal lcx. A 3.0x15 xience v stent system was advanced and deployed in the distal lcx; however, a dissection occurred at the distal end of the stent. A 2.75x23 xience v stent was deployed to successfully cover the dissection. The procedure was completed and the patient is reported as doing well. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter 2x15, nc mercury 3x15, elect 2.5x10. Guide wire: balance middle weight. Inflation: mdt. Guide cath: mdt 3.5 ebu. Sheath: cordis. Stent: xience prime 2.75x38, xience v 3.0x18. The device remains in the patient. The lot number was provided; therefore, a review of the device history record could not be performed. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the produce quality.